Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support discussed the reported "check vent alarm led failed" alarm and verified the unit did continue to provide ventilation until it was swapped out. This is an alarm indicator only does not affect ventilation.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contacted customer requested for patient information and vent date. Repair details was also requested, but no response received.

Event description:
The customer reported the ventilator has a check vent alarm and the unit was removed from use. The customer reported the device was in use, but there was no patient harm reported.